Event description:
After completing the coronary angiography procedure the physician attempted to put a femoral artery closure device into the groin area. When attempting to place the closure device the surgeon noticed the tip of the catheter had become detached and was inside the femoral artery. The physician was able to remove it without surgery and pt is fine. Device is being returned for further analysis.